Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1fe87, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s symptoms returned after a fall months ago. It was reported that reprogramming had been done on an unknown date to try to resolve the issue. The lead was replaced, and the issue was reported to be resolved. It was also reported that the lead appeared to have migrated. No further complications were reported.